Event description:
The account alleged that the head section cannot be lowered electrically or by using the CPR release. No injuries.

Manufacturer narrative:
The account stated the bed was taken out of service and she doesn't know what the status of the bed is or where the bed was taken to. The bed was replaced with a different bed and she has no way of knowing what the status of the original bed was.